Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) eroded through incision and fell out of the patient. No new icm will be implanted. No additional adverse patient effects were reported.